Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken; when it broke, this likely led to the coil becoming detached.

Event description:
Coiling treatment of an aneurysm. It was reported during coil placement resistance encountered and the coil detached inside the aneurysm. No pt injury reported.